Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an infusor patient control module (pcm) watch had a loose and partially detached button. The reporter stated that after removing the securing clip, the spring tension under the button caused the back-plate to partially detach from the body and not fully occlude the fluid line. This was found before use. There was no patient involvement. No additional information is available. This is report 4 of 91.